Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump did not turn on. It was reported that the customer inserted a new battery and frozen display recurred while monitoring the insulin pump. The troubleshooting was performed and was advised to insert a new battery and display did return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.